Event description:
Terumo 10cc syringe applied to fistula needles for heparin instillation prior to hemodialysis. Must then remove syringe to connect fistula needle to hemodialysis machines. Tips of terumo 10cc syringe repeatedly breaking off in fistula needle.